Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 7300tfx 27mm mitral valve, implanted for six (6) years and three (3) months, is being evaluated for a valve-in-valve procedure due to unknown reasons. Patient expired from sepsis.

Manufacturer narrative:
Updated sections: a1, b5, b7, e1 contact first name and last name, h6 component code, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that this patient with a 7300tfx 27mm mitral valve, implanted for six (6) years and three (3) months, evaluated for a valve-in-valve procedure due to stenosis. The patient expired due to multisystem organ failure before surgery could be schedule. Per medical records: the patient presented with weakness, hypotension, and skin rash in the ER. He was admitted for complex workup which revealed sepsis, metabolic encephalopathy, and severe respiratory distress. He underwent a heart cath and angioplasty for nste myocardial infarct. Also found to have mitral valve stenosis and CT surgeon was consulted for surgery. The patient continued to decompensate in multisystem organ failure and expired on hospital day #13. Diagnosis at time of death was listed as mi, acute hepatic failure, severe sepsis with shock and acute respiratory failure.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(6).